Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to access any medications in the refrigerator via the smart remote manager. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the medications stored in the refrigerator could not be accessed via the smart remote manager (srm). A field service engineer cleaned the micro switches, crimped the spade connectors, and applied carbon grease. The engineer also replaced a defective probe that was reading 99. The system has been tested several times. The system functioned as intended after the field service engineer repaired the device.